Event description:
During an endoscopic retrograde cholangio-pancreatography procedure the md had to turn off the laser beam; there was a problem with the foot switch. The laser could not be turned off. The md pulled the laser fiber into the endoscope and removed it from the pt.